Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had a ventricular fibrillation episode but shock was aborted. Upon interrogation, the right ventricular lead exhibited low lead impedance and led to ab aborted shock. The lead was capped and replaced on (B)(6) 2017. The patient was doing well after the procedure.

Manufacturer narrative:
Correction: (B)(4).